Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill with the incident lot was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Root cause could not be confirmed as a result. See h.10.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes underfilled. The following information was provided by the initial reporter: "the customer reported as follows: the tube drew only the less-than-specified volume of blood. This customer is experiencing this issue frequently and is feeling a distrust for bd's product."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes underfilled. The following information was provided by the initial reporter: "the customer reported as follows: the tube drew only the less-than-specified volume of blood. This customer is experiencing this issue frequently and is feeling a distrust for bd's product."